Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12h12061, and h12h31020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital 6 days later. A month later, the patient was again hospitalized for the same event. Treatment was not reported. Four days later, the patient was discharged from the hospital. The patient recovered from the event. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient for the event reported in (B)(4).